Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) after an atrial fibrillation ablation procedure. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.